Event description:
Rptr is status post breast cancer stage iii reconstruction with implants. Capsular contractures, hemorrhage. Developed atypical connective disease. Multiple severe problems. Multiple surgeries. Totally disabled at the age of 39.